Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified that the iabp powered on intermittently with no data displayed and fa fault code on executive processor board. The fse was not able to enter service mode on the unit. To address the issue the fse replaced the executive processor pcb and display coiled cord that had loose connector at pump end. The fse additionally replaced the 9v battery that had reached its due by replacement date. The fse then calibrated pressure transducers. Updated software to b.17 and ran the iabp which passed all performance and function tests. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) was not powering on correctly and displayed an internal communication failure. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, g8, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.